Event description:
It was reported that during ureteroscopy, the tip of the fiber burned out during activation, and the tip separated from the fiber. The tip remained inside the patient. The disconnected tip was irrigated out of the patient with saline. There was no report of patient complications.

Manufacturer narrative:
The medwatch report number is: (B)(4).

Manufacturer narrative:
Updated block h10: related report number. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The product record review (ppr) results detailed in the prr table did not determine probable cause. A device history record review (DHR) was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was performed and confirmed that the event of a blown/burned out and detached/broken fiber cap/tip inside the patient was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the available information, the conclusion code known inherent risk of device has been assigned as the most probable cause, as the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that during ureteroscopy, the tip of the fiber burned out during activation, and the tip separated from the fiber. The tip remained inside the patient. The disconnected tip was irrigated out of the patient with saline. There was no report of patient complications.